Event description:
The customer reported the system rebooted on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced one of the power supplies. The system operates as intended.